Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. No additional info has been reported to allergan regarding the serial number. Analysis noted the damaged band tubing was broken and contained a sharp opening, etiology unk. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported "port removal due to large leak."